Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions, inc. That the content of the report is complete or accurate, that the device failed or malfunctioned in any manner, or that the device caused or contributed to a death.

Event description:
The fiber of the vl kit was drawn back out of the patient's body while the laser was on. Upon removal, it was noted that part of the fiber was missing in the patient. The patient underwent surgical intervention and the fragment was successfully removed.